Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse (B)(6) reported via our sales rep, (B)(4), that she noted after opening the package that there are black residues in the inside of the implant.